Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain (left) from the beginning of the essure procedure') in a 45-year-old female patient who had essure (ess205) inserted. The patient's medical history included type 1 diabetes mellitus, kidney transplant and immunosuppression. Concurrent conditions included postmenopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure (ess205). The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Most recent follow-up information incorporated above includes: on 21-oct-2020: complete date for adverse event received. Ha number 2020-1998 added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain (left) from the beginning of the essure procedure') in a 45-year-old female patient who had essure (ess205) inserted. The patient's medical history included type 1 diabetes mellitus, kidney transplant and immunosuppression. Concurrent conditions included postmenopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure (ess205). The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain (left)') in a (B)(6) year old female patient who had essure (ess205) inserted. The patient's medical history included type 1 diabetes mellitus, kidney transplant and immunosuppression. Concurrent conditions included postmenopause. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure (ess205). The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.